Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose was between 400 and 532 mg/dl; however, customer reported that the elevated blood glucose was possibly related to the infusion set issue captured in another complaint.